Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor implantable cardioverter defibrillator (ICD)  implanted: 2013 (B)(6); 1458q competitor implantable pacing lead implanted: 2013 (B)(6); 7171q competitor implantable tachy lead implanted 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant of the atrial lead, the lead was found dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.